Event description:
Caller reports that her grandmother went to the hospital due to a reading of 378mg/dl on the device as well as being dizzy. She states that her grandmother's blood glucose on the hospital device read 145mg/dl forty-five minutes later. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.